Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hole in probe probable root cause: poor autoclave reliability contact forces use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device arced.

Event description:
It was reported that the device arced.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hole in probe. Probable root cause: poor autoclave reliability. Contact forces. Use error. The reported failure mode will be monitored for future reoccurrence. The manufacturer date is not known.